Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that in the morning of (B)(6) 2021, she took 50 units of lantus insulin and at an unspecified time after she obtained a blood glucose reading of ¿161 mg/dl¿ with the subject meter. The patient manages her diabetes with lantus insulin (50 units twice a day) and takes humalog insulin when she needs it. The patient indicated that she did not make any changes to her usual diabetes management regimen in response to the alleged inaccurate high reading. That same day after the alleged issue occurred, the patient claimed she had a ¿low blood sugar seizure¿ and ¿hit her head¿ as a result. Her husband gave her a glucose injection and then the ambulance arrived. The patient stated that a blood glucose reading of ¿19 mg/dl¿ was obtained on an emergency room (ER) meter and that the patient was given glucose gel to raise her blood sugar. The patient was discharged from the hospital at 6 pm that same day. The patient informed the cca that she does not trust her meter anymore, even though the control solution test gave a reading of ¿112 mg/dl¿ and thus fell within range (102-132 mg/dl). During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca walked through a control solution test and concluded that the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after using the product and reportedly received hcp treatment. The subject meter could not be ruled out as a cause or contributor to the event.